Event description:
The incident occurred just after a resident had been lowered into a geri-chair, and while still in the sling. The base logs had been locked out prior to the pt being lowered. As two staff members were unhooking the sling straps from the hanger bracket, the lift tilted sideways. The hanger bracket struck a staff member in the lip and chin, and then hit the resident in the forehead. As the lift was tilting sideways, one of the logs (both of which had been positioned under the geri-chair prior to the resident being lowered into it) caused the geri-chair to rise up. Before it could be repositioned back onto the floor, it struck another staff member in the groin. The resident sustained a non-displaced nasal fracture and required twenty-five stitches to close the forehead laceration.

Event description:
The incident occurred just after a resident had been lowered into a geri-chair, and while still in the sling. The base logs had been locked out prior to the pt being lowered. As two staff members were unhooking the sling straps from the hanger bracket, the lift tilted sideways. The hanger bracket struck a staff member in the lip and chin, and then hit the resident in the forehead. As the lift was tilting sideways, one of the logs (both of which had been positioned under the geri-chair prior to the resident being lowered into it) caused the geri-chair to rise up. Before it could be repositioned back onto the floor it struck another staff member in the groin. The resident sustained a non-displaced nasal fracture and required twenty-five stitches to close the forehead laceration.

Event description:
The incident occurred just after a resident had been lowered into a geri-chair, and while still in the sling. The base logs had been locked out prior to the pt being lowered. As two staff members were unhooking the sling straps from the hanger bracket, the lift tilted sideways. The hanger bracket struck a staff member in the lip and chin, and then hit the resident in the forehead. As the lift was tilting sideways, one of the logs (both of which had been positioned under the geri-chair prior to the resident being lowered into it) caused the geri-chair to rise up. Before it could be repositioned back onto the floor it struck another staff member in the groin. The resident sustained a non-displaced nasal fracture and required twenty-five stitches to close the forehead laceration.